Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue with white stripe dilator is broken and the dart is missing and not returned. Analysis reveals no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that uphold lite with capio slim was used and implanted during a colposacropexy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture and was lodged in the capio carrier. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that uphold lite with capio slim was used and implanted during a colposacropexy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture and was lodged in the capio carrier. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.